Event description:
It was reported that a loss of pacing resulting in dizziness and nausea was observed on the device. Furthermore, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. During the revision procedure, the connector of the device was observed to be discolored. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of no output and inability to interrogate were confirmed, while the discolored connector was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.